Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-29215. Related manufacturer report number: 2017865-2021-29217. It was reported that the patient experienced an infected dialysis access site and presented at the hospital. Blood cultures were done to confirm infection. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition.